Event description:
Facility reported that prior to usage, a kink was noted at the end of the blood pump segment of the arterial line. The device is available for evaluation.

Manufacturer narrative:
Device history record review and extrusion inspection record: no indication of the reported defect found during a review of the device history record. Lot met all release criteria. Sample analysis report: during visual inspection of the returned sample a partial kink was found on the arterial line just below the adapter connector on the main line. Results: the kink could be caused due to a wrong coiling of the arterial line. Corrective action: the coiling fixture was modified and new module #5770 was created to improve the coiling technique, and was implemented in 2004, and for other device this was implemented one month later. First lot 4nr948. We will continue to monitor for trends.